Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an error code was encountered on the external pulse generator (epg) during power up. It was further noted on analysis that the main printed circuit board (pcb) was corroded with contamination of the upper and lower case halves, keypad flex, encoder assembly, all four control knobs, liquid display screen (lcd), display frame, all four display grommets, insulator label, all four display frame screws and all six pcb screws. In addition, the atrial output connector was found to be broken and the hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code was encountered on the external pulse generator (epg) during power up. The epg was received into repair. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.